Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of the complaint text, trending data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for the alinity c ict sample diluent lot number: 75304un24. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial: (B)(6) or the alinity c ict sample diluent for lot number: 75304un24 was identified.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. The following data was provided: on (B)(6) 2024, sid: (B)(6): initial result = 115.130 mmol/l, repeat = 140.249 mmol/l. No impact to patient management was reported.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. The following data was provided: on (B)(6) 2024, sid (B)(6): initial result = 115.130 mmol/l, repeat = 140.249 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.